Manufacturer narrative:
Voluntary medwatch received: mw5155172, mw5155173.

Event description:
It was reported via voluntary medwatch that an atrial lead impedance alert was detected. No additional information was provided.